Event description:
Caller states that the pt tested 6.6 inr and 6.4 inr during duplicate testing on the same device. A comparison lab drawn immediately returned as 4.8 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.